Event description:
It was reported that following weight loss patients ipg was moving around and patient experienced discomfort at the ipg site. Patient also experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was repositioned, and patients leads were explanted and replaced to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5495689. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.